Manufacturer narrative:
Evaluated 1 random seal reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into a paradigm pump. Conclusion: reservoir not leaks.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 497 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there was smell of insulin coming from the reservoir compartment. The customer did not troubleshoot the issue and did not return the product back for analysis.